Event description:
It was reported that a significant increase in threshold was observed on the left ventricular (lv) lead. During the changeout procedure, it was noted that the lv lead had dislodged since the implant. The lv lead was explanted and a new left bundle branch pacing lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch mw5147230.